Event description:
It was reported that the safety device would not work when retracting the bd insyte¿ autoguard¿ shielded IV catheter needle during use, and it had to be removed by the anesthetist. The following information was provided by the initial reporter, translated from portuguese to english: "when activating the safety device, it did not work, forcing it to be removed by the anesthetist. He reports resistance due to possible oxidation."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9067756, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the unit appeared to have been fully retracted inside of the grip. No visible damage was found that could cause a retraction failure. Based off the provided photo the engineer was unable to verify the reported defect. Since no damage was observed and the device appeared to retract successfully a definitive root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety device would not work when retracting the bd insyte¿ auto guard¿ shielded IV catheter needle during use, and it had to be removed by the anesthetist. The following information was provided by the initial reporter, translated from portuguese to english: "when activating the safety device, it did not work, forcing it to be removed by the anesthetist. He reports resistance due to possible oxidation."